Manufacturer narrative:
The cause of the discordant elevated aptt result is unknown. The customer stated that quality control was within laboratory ranges and there have been no issues with other patient samples. After the 180.7 seconds result was reported, the account stated that they notified the nurse that they were unable to report further aptt results on this patient due to interfering substances in the sample as they are not sure which result is correct. The siemens headquarters support center (hsc) representative evaluated the information provided. The discordant elevated result of 2:54 am (B)(6) 2017 of 180.7 raw seconds is a prolonged value and is consistent with ufh therapy. The patient sample was noted as slightly lipemic. Aptt testing was requested to monitor the patient for unfractionated heparin (ufh) therapy. The bcs xp system performed as expected, sample result flags were appropriately generated. The laboratory followed manufacturer's guidelines as well as good laboratory practice and all reported values on the patient were appropriate. The laboratory proactively informed the physician of the challenge with obtaining consistent aptt results on this patient due to a potential interfering substance. The physician elected to use an alternate anticoagulant, argatroban. Aptt testing since this time has been consistent and reportable. There is no report of harm to the patient. This is an isolated incident and there is no evidence of a systemic product non-conformance. The device is performing within specifications. No further evaluation of the device is required.

Event description:
A discordant elevated activated partial thromboplastin time (aptt) result was obtained on a patient sample run with the actin fsl reagent on the bcs-xp analyzer. The elevated result was reported to the physician. The patient anticoagulant treatment was altered on the basis of the discordant elevated aptt result. The patient was taken off heparin treatment and switched to the anticoagulant argatroban. There is no indication of adverse health consequences to the patient on the basis of the discordant elevated aptt result or the change in anticoagulant treatment.